Event description:
It was reported that the patient had an elbow replaced in the past now has more elbow problems. Sales rep was called by the surgeon and went to the hospital to look at films as requested by surgeon and it was discovered that the axle bushing pcs had disassociated at the patient's left elbow. The patient had prior revisions. No revision scheduled at this time as the surgeon will revise with custom components when ready and a case will be scheduled when the custom pcs are ready for implantation. (B)(4).

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Device evaluation not performed as no items associated with the event were returned or made available for evaluation. Medical records provided was submitted to a consulting clinician who concluded that there was no evidence of faulty manufacturing or material factors for the reported event. The exact root cause could not be determined because the devices were not returned for evaluation. The reported event regarding disassociation of an axle bushing from the patient's elbow was confirmed. The provided medical information was submitted to a consulting clinician who concluded: ¿cyclic loading on the standard axil pin, which was increased by the distal humeral replacement prosthesis, likely resulted in its backing out in a fatigue situation. The custom device with the additional fixation should respond to this unique mechanical challenge. There is no evidence that factors of faulty manufacturing or material were responsible for this clinical situation.¿

Event description:
It was reported that the patient had an elbow replaced in the past now has more elbow problems. Sales rep was called by the surgeon and went to the hospital to look at films as requested by surgeon and it was discovered that the axle bushing pcs had disassociated at the patient's left elbow. The patient had prior revisions as referenced in the below mentioned per's. No revision scheduled at this time as the surgeon will revise with custom components when ready and a case will be scheduled when the custom pcs are ready for implantation. Previous per #'s (B)(4).